Event description:
It was reported that a patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with fortum injection (1.5 gram, route and frequency not reported), reflin injection (1.5 gram, route and frequency not reported), and heparin injection (dose, route and frequency not reported) for the peritonitis. The patient was recovering from this event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.